Manufacturer narrative:
This is one event for the same pt involving two separate products.

Event description:
The plaintiff's atty alleged that the decedent experienced sudden cardiac death. It was further alleged that the event occurred due to the use of the product administered during dialysis treatment.